Event description:
It was reported that silicone "floaters" were found in the unspecified bd¿ insulin syringes after intraocular injections, and vitrectomy was needed to remove the silicone oil. The following information was provided by the initial reporter: "it was reported that silicone floaters were found after intraocular injections which many needed vitrectomy to remove the silicone oil post injection." Verbatim: I'm emailing you in regards to the recent field safety notice that was issued on january 8/2021 regarding some bd products that are to be used with caution when dealing with intraocular injections. You've included bd blunt fill needle with filter 18g in the list of impacted products. This item is included in the packages of the intraocular drug when our clinic receives them from the pharmaceutical company. It's used to draw up the medication from the vial, but not used to inject the medication. P.s. We used to use the bd insulin syringes for intraocular injections and found a higher incidence of silicone floaters, many of which needed vitrectomy to remove the silicone oil post injection. But I did not see this needle included in the list.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that silicone "floaters" were found in the unspecified bd¿ insulin syringes after intraocular injections, and vitrectomy was needed to remove the silicone oil. The following information was provided by the initial reporter: "it was reported that silicone floaters were found after intraocular injections which many needed vitrectomy to remove the silicone oil post injection." Verbatim: I'm emailing you in regards to the recent field safety notice that was issued on (B)(6) 2021 regarding some bd products that are to be used with caution when dealing with intraocular injections. You've included bd blunt fill needle with filter 18g in the list of impacted products. This item is included in the packages of the intraocular drug when our clinic receives them from the pharmaceutical company. It's used to draw up the medication from the vial, but not used to inject the medication. P.s. We used to use the bd insulin syringes for intraocular injections and found a higher incidence of silicone floaters, many of which needed vitrectomy to remove the silicone oil post injection. But I did not see this needle included in the list.